Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 6/30/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code z494 was received for evaluation. The strand was observed broken due to degradation process caused by exposure to environment. The product code z494 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected and a hole was observed in cavity with excessive wrinkles. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. Procedure name? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.